Event description:
The patient's infection resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a driveline infection, and they were tested for covid-19 given that they had a fever, nausea, and diarrhea. The patient's medication was changed and they were given antibiotics. The patient also had a low international normalized ratio (inr) of 18, requiring treatment with enoxaparin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the hospital on (B)(6) 2021 for a driveline infection and the patient was also tested for covid due to fever, nausea, and diarrhea. The patient¿s infection was bacterial, specifically methicillin-susceptible staphylococcus aureus. The patient was placed on antibiotic therapy that would be ongoing until (B)(6) 2021 including intravenous (IV) piptaz for 1 day, IV cefazolin for 42 days, oral cephalexin, and eventually oral doxycycline. During admission, the patient was also found to have an international normalized ratio (inr) of (B)(4) on (B)(6) 2021 which required intervention with enoxaparin. The event reportedly resolved on (B)(6) 2021. On (B)(6) 2021, the patient¿s antibiotics were switched again. Although the patient¿s swabs were negative, there was still a bit of residual fluid seen around the subcutaneous portion of the lvas catheter and the patient remained ongoing on antibiotic therapy. The event is reportedly ongoing at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's infection was staph aureus (mmsa). The patient was taking oral cephalexin until (B)(6) 2021. The patient was switched to oral doxycycline.